Event description:
I received the abbott lingo product on (B)(6) 2025 and promptly attached it to my body. Within the first 2 hours, the product was experiencing bluetooth connectivity issues. It would not stay connected for more than 8-10 hours per day (it is supposed to be connected 24 hours per day). On day 4, the device completely failed and I received a notification from the app to replace the device. Abbott advertises that the device should last 14 days, so a failure after 4 days of normal use was concerning. Customer service from abbott has not been helpful with fixing or replacing the device.